Event description:
During pt treatment with the 3100a, all four panels "went blank" although the 3100a continued to operate without any alarms. The pt was placed on another 3100a without any compromise stated.